Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that several weeks ago they noticed the therapy wasn't working (incontinence increased) and they weren't feeling stimulation. Prior to this event, the patient said they could feel stimulation when they made certain movements. The patient tried checking therapy settings, but they got the messages 'therapy has been turned off' and 'the data has been lost. Please contact your clinician.' The patient contacted their managing hcp to report the issue, but they redirected the patient to medtronic. Agent reviewed the meaning of 'data lost' message and redirected the patient to their hcp to further address the issue.

Event description:
Additional information was received from the patient. They reported that the cause of the internal data lost message was unknown. They stated that they could not determine the "lost message," and that the technician only said it was a quick fix. They state that the issue resolved after an office visit on (B)(6) 2025. The unit was not working after proper calibration by a tech and was better than ever. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.